Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components were damaged, coupling on tool was defective and jammed on the motor device. It was further determined that the device was not working. It was further determined that the device failed pretest for the rotational speed, temperature, and cutter lock. It was noted in the service order that the device¿s hose had a damage and could not secure or lock cutter. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.